Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered that the two green leds of the bar graph for measuring pressure lit up at the same time due to faulty main board. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset, high flow insufflation unit to the service center. During a standard inspection of the customer returned asset, the two green leds of the bar graph for measuring pressure lit up at the same time due to faulty main board. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the event was likely caused by aging and deterioration of the device since it was manufactured thirteen years ago.